Event description:
Related manufacturer reference number: 3006705815-2023-02707, 3006705815-2023-02709. It was reported that the patient experienced a loss of therapy due to their leads being fractured. Additionally, the ipg was inoperable. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The system was replaced. The leads were replaced due to a lead fracture and ipg was replaced due to ipg becoming inoperable from an MRI. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.